Event description:
It was reported that this left ventricular (lv) lead had no capture and patient experienced phrenic nerve stimulation. The physician tried to reposition the lead but adequate capture with no pns was unsuccessful. This lead was explanted and replaced. No additional adverse patient effects were reported.